Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. The catalog number identified in has not been cleared in the us but is similar to the fluency plus endo vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endo vascular stent graft are identified. (Expiry date: 03/2023).

Event description:
It was reported that during a stent graft placement procedure through bilateral femoral artery, the stent allegedly deployed partially. It was further reported that the sheath of the device allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure through bilateral femoral artery, the stent allegedly deployed partially. It was further reported that the sheath of the device allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endo vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endo vascular stent graft are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation performed in the laboratory, the conditions of the proximal end of the stent, the outer sheath and the stent partially deployed, the 'fracture' is confirmed as the main issue and 'partial deployment' as the cascading event. The 4 images provided by the user show the partial deployment of the stent and the outer sheath fracture; which were confirmed upon sample evaluation. The vessel was reported to be severe calcified; which might have made the deployment more difficult; moreover, the system was flushed, and an appropriate guidewire was used. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states: "a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure." The instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. Regarding tortuous anatomy the instructions for use states "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy. The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. H10: d4 (expiry date: 03/2023), g3 h11: h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10